Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a scheduled follow-up, the device could not be interrogated using two different merlin programmers. The device still could not be interrogated when the device pocket was revised. The device was explanted and replaced a couple of days later. The patient condition is good and the patient will be monitored.